Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and multiple sclerosis. The event date was (B)(6) 2016. The patient had a draining wound over the pump site in the buttock area (buttock over the area of the pump site.) It was noted that the home infusion company saw her for a refill appointment but called the managing doctors office due to a draining wound on her buttock over the pump implant site. The nurse did not proceed with the refill. The managing nurse practitioner recommended a dose decrease to avoid refill alarm. The dose was decreased from 774 mcg/day to 540 mcg/day with oral supplementation. The patient was referred to the surgeon there were no factors that may have led or contributed to the issue, no diagnostics/troubleshooting. At the time of this report, the issue was not resolved. It was unknown as to whether surgical intervention occurred and whether it had been planned additional information was received. It was stated that there was no fluid in the pump pocket. There was a small wound which was sealed. It was stated the managing physician "was weaning" the baclofen and if necessary the hcp would've operated to remove the pump. The draining wound over the pump site was deemed to be caused by an infection. Additional information was received from a business partner. It was stated that the patient used lioresal for several years. The concentration of lioresal was unknown and the dose was 384.5mcg/day in flex mode. The onset of the draining buttocks wound over the site of the pump implant was "recent" and clarified as two weeks (relative to (B)(6) 2016). Treatment for the draining wound included IV antibiotics and an evaluation. Oral baclofen was started on an unspecified date. As of (B)(6) 2016 the patient was in a skilled nursing facility and had not been hospitalized. The patient was ¿okayed for a pump refill¿ and evaluation of the patient¿s status continued. On (B)(6) 2016, intrathecal lioresal had not been discontinued and it was documented that the patient ¿may need an explant in the future.¿ no additional information was provided. The outcome was now known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.